Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the ventricular assist device (vad) had low flows and the controller flow estimate was inaccurately low. The patient¿s chest was reopened for exploration and pump inspection due to the low flow estimate and patient's low mean arterial pressure (map). It was determined that the patient had developed tamponade and clots in the chest. In addition, the patient had a major pleural effusion on the right chest that had to be drained as well as blood emptying from the pleural chest tube on the left. However, even after clot removal and fluid drainage from the pleural space, the flow continued to appear lower than actuality. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. The reported ventricular assist device (vad) low flow event was confirmed via review of the controller log files, which revealed 15 low flow alarms logged since 08may2018. The reported controller "low flow estimate" event could not be confirmed due to insufficient evidence, as the measured flow values were not provided. Differences in estimated flow by the controller and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize and the estimated flow will reach a baseline. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause for the "low flow estimate" event can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system, and/or the clinical state of the patient. Based on risk documentation, possible causes of the vad low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Additional products: controller 2.0 con316884 FDA method code(s): 4114, 4112 FDA results code(s): 213 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.